Event description:
It was reported that after a supply change and immediate reconnection, the user believed the ilet contributed to a subsequent low blood glucose event, and the user treated the event with apple juice and later returned to in-range glucose. Symptoms included hypoglycemia. Outcomes included transient low glucose without hospitalization, emergency treatment, or device alarms. Investigation included troubleshooting and education completed with the user. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.